Event description:
Report received of an underdelivery. During testing by the user facility, the device delivered a measured volume of 90ml instead of the expected 100ml. Delivery accuracy for this device requires delivery of +/-5% of the set amount. There were no reports of any adverse patient events while the device was in clinical use.